Event description:
It is reported that upon opening sterile package, implant was discolored/yellow. Surgeon was concerned about implant color and switched knee systems.

Manufacturer narrative:
This report will be amended when our investigation is complete.